Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was in a shower and at some point, lost consciousness. Her son called 911 and fire fighters arrived and they took a bg reading which was 35 mg/dl. The patient was treated with d40 dextrose solution via intravenous. The patient regained consciousness at the emergency room (ER) and nurse took another bg reading which was 135 mg/dl. ER team only did regular blood panel and was release around 3:30 am. At the time of the report the patient was fine. The patient reported that the phone did not alarm. No other details were documented. The root cause of the customer¿s experience was undetermined. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 11:07 pm on (B)(6) 2025. The session lasted ~ 5 days and ended for unknown reasons. On the date of the alleged incident (B)(6) 2025, several glucose alerts occurred including high, low and urgent low. Each alert started out at 50% audio volume and progressed to 100% audio volume until acknowledged or auto cleared when the egvs transitioned to within target range. It was noted that near the end of the session several urgent low alerts were triggered with the alert repeating every 5 minutes without acknowledgement. All alerts were found to have performed as intended. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was in a shower and at some point lost consciousness. Her son called 911 and fire fighters arrived and they took a bg reading which was 35 mg/dl. The patient was treated with d40 dextrose solution via intravenous. The patient regained consciousness at the emergency room (ER) and nurse took another bg reading which was 135 mg/dl. ER team only did regular blood panel and was release around 3:30 am. At the time of the report the patient was fine. The patient reported that the phone did not alarm. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.